Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the high voltage lead impedance had been increasing. After opening the pocket, it was determined that the set screw was not sufficiently tightened. The set screw was tightened down, after which normal measurements were observed. The patient tolerated the procedure well with no immediate complications. The patient was seen again for follow-up one month later. Normal device function was observed.